Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose levels were low and sometimes high. The customer¿s blood glucose level was 234 mg/dl at the time of the incident. Current blood glucose was 140mg/dl. The customer treated for high blood glucose with pump. The customer reported that on (B)(6) 2017 blood glucose was 211mg/dl, by 10:45pm she dropped to 48mg/dl and then went up to 93mg/dl. Low blood glucose was treated with juice and candy. At bed time blood glucose was 155mg/dl at 12am. When the patient woke up at 5am blood glucose was 337 mg/dl and it ran high all day. The customer changed set on (B)(6) 2017 and they could not fill the reservoir and there were air bubbles. At that time blood glucose was 315mg/dl at 1: 23 pm. It was corrected and then it was 73 mg/dl. During low blood glucose troubleshoot the blood glucose was 57mg/dl. It was reported that the patient had been experiencing low blood glucose for a month and a half since then having issues with air bubbles. The customer reported that on (B)(6) 2017 the blood glucose was 119 mg/dl at 3 am and blood glucose by night was 234 mg/dl at 9pm. It then went down to 57 mg/dl. The customer changed the infusion set at 10 and it dropped to 57mg/dl at 10:40 pm. At 11:15 pm blood glucose was 66mg/dl and it was treated with juice. The patient also had a candy and blood glucose was still low. On (B)(6) 2017, at 10:30 am blood glucose was 262mg/dl. The set was changed and the blood glucose went down to 66 mg/dl. On (B)(6) 2017, at 6:52 and blood glucose was 147mg/dl and saw small air bubbles. The customer pushed the bubbles out and then the blood glucose was 303mg/dl at 11:14 am and 317mg/dl at 12:20 pm. The customer reported that they do not have the tubing clamp to perform the high pressure test. The customer will call back after receiving tubing camp. The reservoir